Manufacturer narrative:
The patient ingested antifreeze which resulted in high lactate result generated. The patient's blood sample was drawn and tested at another hospital. The obtained results were considered normal by the customer. Ethylene glycol result was also erroneously high. Beckman coulter customer specialist (cts) advised the customer that ethylene glycol poisoning causes lactic acidosis and the reported results are in line with the diagnosis. Cts advised that the information can be found in literature. The customer's pathologist agreed with cts's explanation. Service was not requested. Beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported erroneous high patient result generated for lact (lactate) on the unicel® dxc 600 system. The erroneous patient result was reported out of the laboratory. The patient was sent to another hospital. Quality control was within the laboratory¿s established ranges prior to event. The customer stated that the patient had ingested antifreeze. The patient's ethylene glycol result was also high.